Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received a high number of therapies, or inappropriate shocks. The right atrial (ra) lead and right ventricular (rv) lead exhibited insulation damage and it was noted by the physician that the "destruction of the leads was the narrow space due to anatomic problems of the subclavian bones." In addition, it was noted that the pace/sense part of the right ventricular (rv) lead was malfunctioning. The ra lead was capped and replaced and the pace/sense portion of the rv lead was replaced. No further patient complications have been reported as a result of this event.